Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a battery depleted message, travel reverse error and error check clutch/plunger lever. Patient involvement is unknown.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a depleted battery and check clutch alarm. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a worn out clutch and defective battery. The service history review had no indication that the complaint was related to a service of the device within the review period.